Event description:
The manufacturer received info alleging a ventilator would not deliver airflow. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.